Event description:
It was reported the patient's scs ipg was replaced. The patient stated the device had to be charged daily, and eventually was unable to communicate with external devices. The replacement of the device resolved the issue.